Manufacturer narrative:
Investigation summary: bd was able to verify the reported issue and determine the material is most likely cellulose acetate propionate. This material can be used in various coatings, inks, and additives among several other uses. Base on this, we were able to conclude that this dark particle of foreign matter embedded on the hub of the product is a result of a burn of the material made for the hub of the angiocath during the molding process of this component. The probable root cause of this foreign matter composed of cellulose acetate propionate comes from the molding process of the component itself. (Hub) during regrinding of the material, some particles of this raw material may have adhered inside the mold of hub, generating this complaint. A review of the device history record was completed for sub-assembly (B)(4) lot 7116856 manufactured from 29-apr-17 to 31-may-17 in acam03 machine used in claimed lot 7117503. This lot was reviewed regarding the tests of ¿foreign matter¿ and there were no evidenced records that could lead to the claimed defect. Investigation conclusion: as per request, ftir analysis was completed on the dark embedded material observed in the sample. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely cellulose acetate propionate. This material can be used in various coatings, inks, and additives among several other uses. Root cause description: even without any evidence of this issue during the investigation, that could lead to this complaint, based on the investigation of the photos and ftir testing it was concluded that the probable root cause of the foreign matter composed of cellulose acetate propionate comes from the molding process of component itself (hub). During regrinding of the material, some particles of this raw material may have adhered inside the mold of hub.

Event description:
It was reported that there was foreign matter on a bd angiocath¿ IV catheter. There was no report of exposure, serious injury, or medical intervention.